Event description:
It was reported that this right ventricular (rv) lead exhibited a loss of capture (loc), secondary to a significant increase in thresholds. Loc was identified via the presenting electrogram (egm), as there was no t-wave after v-pace. Chest x-rays looked good. It was noted that this was a large patient, and extra slack was left. The rv lead was surgically revised for reposition. The pocket was re-opened a few days later, and the rv lead was explanted and replaced due to high thresholds. No additional adverse patient effects were reported. Our records indicate this rv lead will not be returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this this right ventricular (rv) lead exhibited a loss of capture (loc), secondary to a significant increase in thresholds. Loc was identified via the presenting electrogram (egm), as there was no t-wave after v-pace. Chest x-rays looked good. It was noted that this was a large patient, and extra slack was left. The rv lead was surgically revised for reposition. The pocket was re-opened a few days later, and the rv lead was explanted and replaced due to high thresholds. No additional adverse patient effects were reported. Our records indicate this rv lead will not be returned for analysis. Additional information received reported that this right ventricular (rv) lead was returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. -- upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.